Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Global cap reamer handles broke during case. Locking pin on inside housing gailed under drill (not ream attachment). It was noticed after that the drill attachment was on. Had to convert to total shoulder instead, which extended surgery by approx 1-1/2 hours. Also, a 48x18 ecc trial broke at post using extractor to remove, but did not add to the length of the surgical delay.